Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted image appears to display implant with broken "ears".

Event description:
Pre-operative diagnosis: intervertebral disc disorders with radiculopathy l4-s1 level implanted: l4-l5 it was reported that during surgery, the spacer broke before complete insertion. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.